Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging between 400-500mg/dl, and moderate ketones. Elevated bg levels were treated via injections. The customer consulted with a healthcare provider (hcp) regarding the ketones, and the hcp advised that they were not life threatening. System check was performed with tandem's technical support, and it was determined that the pump was performing as intended. Recommendation was made for the customer to change out the insertion site.